Manufacturer narrative:
The customer's complaint for the needle's failure to retract has been confirmed. Visual inspection during analysis reveals a kink at approximately 116 cm from the distal tip, and a puncture hole in the catheter wall is present at approximately 114 cm from the distal tip. This indicates that the hypotube exited the catheter wall upon actuation. Upon dissection of the catheter, the hypotube was found to have a bent fracture. The hypotube is kinked in location of the fracture. This evidence suggests that the device was forcibly actuated during the procedure, bending the catheter, and causing the hypotube to bend inside the catheter. This in turn will not allow the needle to retract upon actuation. The most probable cause of failure based on the reported event, and analysis of the incident device is attributed to operational context. (B)(4)

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00368 for a description of the other device. It was reported to boston scientific corporation that an injection gold probe device was used during an upper endoscopy procedure. According to the original complaint information received, the injection gold probe device would not extend out of the catheter. This issue occurred with two gold probe devices of the same type within the same procedure. It was unknown if there was visible damage to either device. This event was made reportable, based on additional information received on (B)(6), 2010. This information indicated that once needle came out, it wouldn't retract. No patient complications were reported as a result of this event. According to the complainant, the procedure went okay.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00368 for a description of the other device. It was reported to boston scientific corporation that an injection gold probe device was used during an upper endoscopy procedure. According to the original complaint information received, the injection gold probe device would not extend out of the catheter. This issue occurred with two gold probe devices of the same type within the same procedure. It was unknown if there was visible damage to either device. This event was made reportable, based on additional information received on (B)(6) 2010. This information indicated that once needle came out, it wouldn't retract. No patient complications were reported as a result of this event. According to the complainant, the procedure went okay.